Event description:
It was reported that the wake button was sticking. The customers blood glucose level was 37 mg/dl. Customer drank juice to address the low blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.